Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and was unable to duplicate the reported event; no issues were found with the function or operation of the table and the technician did not detect any indication of fluid intrusion, electrical arcing or any other conditions associated with the reported odor. Steris offered in-service training on the proper use and operation for the 5085 surgical table; however, the user facility declined. The table was manufactured in 2014, making it approximately 11 years old. The steris service technician returned the 5085 surgical table to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that their 5085 surgical table emitted a "smoky smell" during a patient procedure. Additionally, the table base was found to be hot to the touch. The user facility unplugged the table and completed the procedure successfully. No report of injury or procedure delay.